Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the drill fractured during a procedure. All fragments were retrieved and no harm or injury to the patient was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)-drill. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking on the drill tip. Further inspection shows that the drill tip has fractured near where the fluted portion of the tip meets the tip base. The complaint is confirmed. A dimensional analysis was conducted on the drill, which was found to be conforming. A determination could not be made as to what has caused the drill tip to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d9, e1, e2, e3, g3, g6, h2, h3, h4, h6 and h11.

Event description:
No further event information is available at the time of this record.